Event description:
A male patient received an mmc cup on (B)(6) 2010. The patient "complained of pain, and has elevated cocr levels". On (B)(6) 2012, the patient underwent revision surgery due to "suspected metal on metal sensitivity issues".

Manufacturer narrative:
The device is on the way to the manufacturer for review. Once the device is received and for evaluation and the investigation result becomes available, we will submit a follow up report. There is no need for corrective measure at this point in time. (B)(4).